Manufacturer narrative:
The device was returned intact and functional; no evidence of device failure.

Event description:
Patient diagnosed with bilateral capsular contracture, baker grade not reported. This report represents the left side device.